Manufacturer narrative:
Approximate age of device - 2 years and 9 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department with unspecified heart failure symptoms. A transthoracic echocardiogram showed that the left ventricle was severely dilated with decreased unloading from the lvad. The aortic valve was opening with every cardiac cycle. It was reported that the right ventricle size was noted as normal with mildly reduced systolic function. The patient was taken to the cath lab for lvad angiogram which showed subtotal occlusion of the outflow graft. The interventionalist opted to place a graft stent through the stenosis to clear the occlusion. Once the stent graft was deployed, another angiogram of the lvad confirmed flow through the outflow graft had returned to baseline values (approximately 5.0 lpm). No further information was provided.

Manufacturer narrative:
The report of low flow alarms due to outflow graft occlusion could not be confirmed. Following the patient¿s admission due to the reported event, a graft stent was placed through the stenosis and once the graft stent was deployed, a repeat angiogram confirmed that the estimated flow values through the graft had returned to baseline. A root cause for the outflow graft occlusion could not be determined. The patient remains ongoing on pump support and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.